Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A phaco handpiece (hp) was received for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phaco handpiece was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned handpiece was connected to a calibrated resistance test box, where the input impedance, resistance, and dissipation were found to be within specification. However, the output impedance was found to be out of specification. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The returned sample was connected to a calibrated system, where it displayed system message (sm), which is indicative of a nonconforming handpiece pressure sensor. The returned handpiece was found to functionally exhibit no problems related to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, an ophthalmic handpiece irrigation stopped. The surgery was completed with de-activating active sentry sensor procedure. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).